Event description:
On (B)(6) 2010, the patient was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. After deploying the trunk-ipsilateral leg component the physician was unable to cannulate the contralateral gate. After numerous unsuccessful attempts the physician ended the procedure. The following day on (B)(6) 2010, a reintervention took place and the physician was able to cannulate the contralateral gate and successfully implant a contralateral leg component. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that the lot met all pre-release specifications.